Manufacturer narrative:
It was reported that a raytec sponge appears to have torn intraoperatively without any noticeable resistance or indication at the time. The issue was only identified when the team performed a scan with the rf assure wand, which led to the discovery of a retained fragment in the abdomen. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that a raytec sponge appears to have torn intraoperatively without any noticeable resistance or indication at the time.